Event description:
An (B)(6) female pt's nurse contacted zoll customer support to report damaged cables to the electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is currently underway. The reported problem (damaged cable) is being investigated. Evaluation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the alleged damaged cable and wires. The pt received a replacement electrode belt.